Manufacturer narrative:
A review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection / functional testing of the returned device was conducted during the investigation. The sheath and dilator of the flexor high-flex ansel guiding sheath were returned. The dilator was not inserted into the sheath. No nonconformities were noted on the dilator. Two kinks were noted in the sheath at 14.5cm and 25.1cm from the proximal end. The sheath was tested for leaks without the dilator inserted. Leakage was detected from the silicone disc. The silicone disc was examined under magnification. No nonconformities were noted. The check-flo was disassembled to further examine the silicone disc. A tear was observed at the center of the disc on the distal side. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. The devices are 100% leak tested prior to shipping to customers. Therefore, it is possible that the tear could be attributed to user technique, where the angle while inserting devices through the sheath maybe off and might have caused the tear in the silicone disc. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor high-flex ansel guiding sheath was used in the left femoral artery, via contralateral approach, during peripheral lower extremity intervention. It was reported that the valve was leaking. Another non-cook device was used to complete the procedure. No patient harm, or adverse events regarding the complaint device, have been reported at this time.